Event description:
"Pt's parent states catheters are shorter and the end of the catheter that gets inserted is jagged not rounded like it should be. Parent states catheters were never inserted into the pt they noticed them before that happend therefore, there was no damage to the pt.